Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultraeasy meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient stated that the alleged inaccuracy issue first occurred during the evening of (B)(6) 2015. At this time the patient obtained a blood glucose reading of ¿18.0mmol/l¿ on the subject meter. The patient chose to ignore this reading and took their normal dosage of insulin as they felt ¿fine¿. Later that night at 2am the patient had a ¿hypo¿ ¿ they experienced symptoms of ¿lightheaded and shaky¿ and stated that they experienced the ¿feel of a seizure¿. At this stage the patient measured their blood glucose and obtained a result of ¿2.0mmol/l¿ on the subject meter. The patient self-treated by drinking ¿coke¿ and eating ¿cake¿ at 2:15am, in response to their symptoms and subject meter result. The patient stated that they felt better after this self-treatment. The patient measured their blood glucose at an unspecified time the following morning and obtained a result of ¿14.0mmol/l¿. The patient did not test their blood glucose on another device during this time period. At the time of troubleshooting the csr noted that unit of measure was set correctly on the subject meter and an approved sample site was being used. However, the results which were obtained were obtained from blood glucose tests performed greater than 20 minutes apart, so do not meet lfs¿s criteria for precision. The products were replaced and requested for evaluation. This complaint is being reported based on the following conclusion: although the meter readings obtained do not meet lfs precision criteria, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1:the lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found.the reported issue could not be reproduced. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, lifescan considers this matter closed.